Manufacturer narrative:
The investigation is on-going. Further information will be provided once the investigation has been completed.

Event description:
Treatment recorded as dmlc instead of arc. Treatment record shows vmat overrides in mosaiq.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation results showed the issue as use error. The user was not following the documented process; once corrected, the issue was resolved.